Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the bent cannula. The customer also reported that the cannula did not insert into the infusion site. This condition would potentially interrupt insulin delivery and contribute to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported his blood glucose reading of 280 mg/dl within 4 hours of activation. He did not think that the cannula had inserted as the cannula was bent over upon inspection and during insertion he did not feel it go into his skin. He also mentions that he is very sensitive to insulin and knows when he is not getting any insulin delivery.